Event description:
It was reported that two oasys pa medial screws fractured post-operatively. Revision surgery was performed but the broken devices remain implanted in the patient. This report represents the first of the two oasys pa medial screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records for this lot could not be performed as a valid lot code was not provided and could not be obtained. From the oasys IFU: the surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion must be directed to the issues of premature weightbearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient of the surgical risks and make the patient aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. As the device was not returned, a definite root cause cannot be determined. Based on the information provided, the patient's activity level along with the length of implantation contributed to the screw eventually fracturing due to continued movement in the construct over time. H3 other text: hospital retained.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two oasys pa medial screws fractured post-operatively. The surgeon has determined it is a high risk to remove fractured screws because of the cervical spine. The broken parts remain in the body with the consent of the patient. This report represents the first of the two screws.